Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The issue began 6 months prior to the complaint, and was originally difficult to see in daylight. The issue progressed to the point where 1.5 months prior to the complaint, the screen is very difficult to read even indoors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: a visual inspection of the pump found some cosmetic damages. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.